Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the physician completed the implantation of the stent graft. Another physician performed a percutaneous approach on the left side and inadvertently inserted the needle into the common iliac artery instead of the femoral artery. The physician inserted a pigtail catheter and the left common iliac artery was perforated and the physician was unable to control the bleeding and the patient expired.

Manufacturer narrative:
Evaluation results: (death), other (operative/autopsy reports not provided), (sheath).